Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported the patient had a return of symptoms this morning; they didn't have any problems during the night but the second that their feet hit the floor to get out of bed this morning, they were flowing and poring like they were before and couldn't get to the bathroom on time to urinate. The patient had taken a long drive not too long ago and had to stop five times and was experiencing urgency but never incontinent until this morning. The patient stated that they left the hospital at 0.9v on program #3 and was able to feel stimulation. Later they turned their stimulation up to 1.6v but was not able to feel stimulation at all. The patient only felt the stimulation when they went to increase, then the stimulation would go away. The patient was to follow up with their healthcare provider (hcp). The patient stated they would keep a voiding journal to show the hcp that they were going to have an appointment with in a week or two.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.